Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned forceps. The forceps show signs of multiple uses including heavy marking and scratching on the instrument surface. Further investigation shows that one of the two tips has fractured. The fractured portion of the tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the tip to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A supplier DHR review was not performed as product has approximate field age of 10 years, with an unknown number of uses. The device shows signs of repeated use. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h4, h6, and h11.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure the surgeon discovered that the tip of the forceps was broken. The forceps had been used as usual. It was unknown whether this breakage occurred before or during the surgery. Surgery was completed using other forceps. The tip was looked for on x-rays after discovery of fracture, but it was not found in the surgical site. No harm or injury to the patient was reported.